Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted to insert an infusion set without removing the adhesive liner, which resulted in incorrect deployment of the infusion set and an improperly attached connector, and troubleshooting and education were completed with no device alerts or alarms reported. Symptoms included no reported clinical effects. Outcomes included no reported impact beyond the need for user education. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed user error related to infusion set application and connection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.